Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-mo wallflex enteral colonic stent prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See scanned pages.

Event description:
On may 21, 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: greater than 30 days after implant of a wallflex enteral colonic stent, the pt experienced an occlusion attributable to tumor overgrowth.